Event description:
Literature was reviewed regarding ¿outcomes of stent grafts for treatment of central venous disease in hemodialysis patients¿. The time frame for the study was over eight years. Multiple manufactures products were implanted in the patient population including endurant iliac stent grafts. The aim of the study was to evaluate the effectiveness of stent graft (sg) placement for the treatment of central venous disease (cvd) in hemodialysis patients. The majority of patients received a non-mdt stent graft. Among the patient population the following adverse events were reported; thrombus, cardiac insufficiency, perforation of a vessel causing hemorrhage, stenosis (recurrent stenosis observed occurred within 0.5cm of the edge of the stent graft), intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿ outcomes of stent grafts for treatment of central venous disease in hemodialysis patients¿. Liu z, huang j, tang y, huo g, cao j, yao z, zeng y, shen l, zhou d. Journal of vascular access. 2024 may;25(3):813-820. Doi: 10.1177/11297298221134142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.